Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number provided (urc7093) is invalid. Please verify and provide correct lot number were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2026 and absorbable hemostat was used. At 10:18, during the surgical procedure, it was found that the hemostatic gauze in the sealed package was open before it was opened, and the seal was not good. Immediately replaced with a new one and completed the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: lot number provided (urc7093) is invalid. Please verify and provide correct lot number. Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Were there any patient consequences? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.